Event description:
Patient called out and stated his sat saturation probe shocked him. This nurse went to room and patient said the probe light went off and he then felt a shock that went through his finger and up his arm to his shoulder. Sat probe removed with no sign of trauma. Patient reported feeling well. Vital signs obtained and dr was made aware.the cable from the monitor to the probe has a small nick 7" from the patient end of the cable in the outer jacket (non-disposable). During discussion with floor staff dry air was discussed as a possible path for the shock. The electrical safety check on the monitor, cable and bed shows reading well below the maximum ground resistance permitted.